Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, however blood was found on the distal conductor; the analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress; full lead returned and analyzed.

Event description:
It was reported that during the implant, blood was present in the inner body of the electrode. The lead was not used. No patient complications have been reported as a result of this event.